Event description:
It was reported that during stent placement in the vein, the distal tip of the delivery system separated. A total of 3 stents were placed in the pt without deployment problems. When attempting removal of 1 stent, resistance was encountered-the delivery system & guidewire appeared lodged in pt. Upon removal, distal tip was missing. A snare was used to remove indwelling piece.